Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The device had been filled with 230ml of fluorouracil solution. The expected therapy time was 46 hours; however, the device was reported to have completed infusion in 30 hours. The patient's access site was reported to be on the shoulder. There was no patient injury or medical intervention associated with this event. No additional information is available.